Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: china.

Event description:
It was reported that during surgery the device did not spray properly and the batteries had leaked. There was a five-minute delay in the procedure but there was no harm to the patient. Due diligence is complete and there is no additional information available.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. The device was returned with the batteries removed from the pack. Therefore, a lab battery was used for testing. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. No other damage was found. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.